Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to nonsustained ventricular tachycardia (vt) episodes and short interval counts (sic). It was also noted that several arrythmia episodes were not detected by the device, therefore, cardioversion did not occur and external defibrillation was applied. The device and right ventricular (rv) lead were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.